Event description:
It has been reported that the bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: it was reported by the consumer that there was no insulin flow during injection. Verbatim: consumer reported no insulin flow when taking injection stated, half the box was affected incident dates unknown lot: 9071853 item: 320109 expiration date: 2024-03-31 does not prime before use discarded samples

Manufacturer narrative:
H.6 investigation: DHR was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: it was reported by the consumer that there was no insulin flow during injection. Verbatim: consumer reported no insulin flow when taking injection stated, half the box was affected. Incident dates unknown. Lot: 9071853, item: 320109, expiration date: 2024-03-31. Does not prime before use. Discarded samples.